Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found no abnormalities except for a kink in the tip of the lead and cuts in insulation and suture area which are likely surgery related damage which is not considered abnormal and dried body fluid and tissue around the helix, which is normal for active fixation leads. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was suspected to have fractured due exhibited high out of range impedances. It was further noted that the associated pacemaker went into safety mode and the patient experienced muscle stimulation. A lead revision was performed, and the ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The device is expected to return.

Event description:
It was reported that this right atrial (ra) lead was suspected to have fractured due exhibited high out of range impedances. It was further noted that the associated pacemaker went into safety mode and the patient experienced muscle stimulation. A lead revision was performed, and the ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The device is expected to return.